Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka the surgeon noticed that the anterior cut on a total knee resulted in a notch even though the software did not give a warning nor show on the pre/intra-operative planning page as having a deep anterior cut.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type and device evaluated by MFR, based on the results of investigation. Reported event: an event regarding anterior notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 557 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding notching. There were other reported events for the listed catalog number: (pr1848273, 1736744, 1730336, pr1443555, pr1574869, pr1597920, pr1636892, pr1694868 and pr1689895, pr1848273). Conclusion: the case files (patient session data and vplog data) were reviewed. An analysis of the femursegmentation, femur checkpoint values, femur registration values, rio registration and verification values and bone preparation checkpoints was completed. When reviewing the femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Tka. The surgeon noticed that the anterior cut on a total knee resulted in a notch even though the software did not give a warning nor show on the pre/intra-operative planning page as having a deep anterior cut.